Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction that consisted of a rash with inflammation, swelling and itching sensations at and around the sensor patch adhesive. The patient's parent indicated that an unspecified prescription medication (oral or IV) was utilized as treatment. No additional patient or event information is available.